Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information is expected regarding this event, our investigation is complete. Should additional information be obtained, this event will be updated.

Event description:
Additional information was provided. A technical service consultant reviewed the programmed parameters for this device and determined that the remaining longevity calculation of greater than one-half year remaining appeared to reflect normal battery depletion.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this pacemaker revealed less than one-half year longevity remaining after three years of implant. There was concern that the battery had depleted more rapidly than expected. An internal technical service consultant was contacted for programming options. No adverse patient effects were reported.